Event description:
A newborn was being transported from the delivery room to the nursery in an airborn infant transport incubator system, model # 185a+. The isolette is equipped with a power strip mounted inside of the transport cart. The power strip's electrical cord fell to the ground as the isolette was wheeled into the elevator. The doors closed and as the elevator descended, the entrapped cord caused the isolette to rise, striking the ceiling of the elevator. The plexiglass shattered and the infant fell out of the isolette. The non-retractable electrical cord then snapped causing the isolette to fall.